Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass procedure. The endovenous drainage cannula and 23 endoarterial return cannula were placed without difficulty. The endoaortic clamp was inserted through the "earc" side arm and its tip positioned within the ascending aorta. Cardiopulmonary bypass was initiated. Just prior to inflation of the aortic occulusion balloon, a spike in arterial return line pressure occurred. A median sternotomy was performed and the diagnosis of oartic dissection was corroborated. The ascending aorta was replaced and the coronary artery bypass graft completed. The dissection extended into the right coronary artery, causing a severe right ventricular infarct. The pt expired several days following the operation. The surgeon noted an area of intimal injury adjacent to the coronary sinus. His opinion is the manipulation of the eac guidewire caused this injury and led to the dissection.